Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair in the sterile field was inconclusive due to the sample condition. Returned for investigation was a plastic bag, which contained what appears to be a hair that was taped to the inside of the bag and against another sheet of plastic. The strand was approximately 5cm in length. The kit packaging and contents were not returned for investigation. It cannot be verified that the hair was contained in the packaged kit due to the condition of the evidence provided for investigation. A lot history review (lhr) of reat1916 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, facility reported that when they were preparing for placement they noticed a hair in the sterile field.